Manufacturer narrative:
The tnths reagent expiration date was not provided. The e801 analytical unit serial number was (B)(6). Qc within the assigned ranges on the day of the event. The sample was received for investigation on 06-feb-2025. The investigation is ongoing.

Event description:
We received an allegation about questionable results for 1 patient sample tested with elecsys troponin t hs assay on a cobas e801 analytical unit not matching the patient's diagnosis. The troponin t hs result was 28.9 ng/l. No questionable results were reported outside the laboratory; a normal result was expected.

Manufacturer narrative:
The calibration signals were below expectations. The sample was investigated with tnths, tni, probnp, ck-mb, and myo assays on a cobas e801 analytical unit. The sample was also treated with heterophilic blocking tube (hb-tube). Based on the results of a serum fractionation and hb-tube treatment, the presence of an interfering factor of the igg/igm type or heterophilic antibodies was not observed. The investigation of the sample resulted in a positive tnths result. The investigation did not identify a product problem. The reagent meets the specifications.